Manufacturer narrative:
The investigation was based on the analysis of the logfile. The logfile confirmed that an unexpected warm start after a power interruption occured. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The root cause for the descriped situation is either a problem at the internal battery or at the power suppy, however due to the given information it was not possible to find out the exact root cause. The number of similar cases regarding problems at the internal battery or the power supply is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial report.

Manufacturer narrative:
The investigation was just started. The result will be provided in a follow-up report.

Event description:
It was reported that ventilation stopped. No injury reported.